Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pericardial effusion. The cardiac tamponade and hypotension appear to be cascading effects of the pericardial effusion. Pericardial effusion, hypotension, and cardiac tamponade are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was result of case specific circumstance as pericardiocentesis was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. A pericardial effusion was observed after the transseptal puncture. A small amount of blood was observed in the pericardium but there was no problem performing the procedure. Two clips were implanted reducing mr to 1+. However, after removal of the devices, a greater effusion, low blood pressure and cardiac tamponade were observed. Pericardiocentesis was performed, and 300ml was removed. The patient was noted to be stable patient at the end of the procedure but remained under surveillance.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. A pericardial effusion was observed after the transseptal puncture. A small amount of blood was observed in the pericardium but there was no problem performing the procedure. Two clips were implanted reducing mr to 1+. However, after removal of the devices, a greater effusion, low blood pressure and cardiac tamponade were observed. Pericardiocentesis was performed, and 300ml was removed. The patient was noted to be stable patient at the end of the procedure but remained under surveillance.